Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using dignishield for a burned ICU patient, the device caused injury in the lower perianal area. The probe leaves the body with the cuff inflated, inflated it up to 60 cc. The probe leaked. Since it has no air escape, the bag inflates. The finger hook system was missing to install (flexiseal type). The material was rigid, and the probe was constantly clogged, which made it necessary to remove, wash and reposition continuously.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿funnel has pinhole or tear ". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Warnings : do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. Potential adverse events: as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device. Instructions for use: 1. Preparation of sms prior to insertion, 2. Collection bag connection, 3. Preparation of patient, 4. Insertion of device, 5. Irrigation of the retention cuff, 6. Flushing of the drainage tube, 7. Administration of medication, 8. Stool sampling, 9. Removal/replacement of the collection bag, 10. Removal of device, 11. System care, maintenance, and monitoring of device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using dignishield for a burned ICU patient, the device caused injury in the lower perianal area. The probe leaves the body with the cuff inflated, inflated it up to 60 cc. The probe leaked. Since it has no air escape, the bag inflates. The finger hook system was missing to install (flexiseal type). The material was rigid, and the probe was constantly clogged, which made it necessary to remove, wash and reposition continuously.